Event description:
New information indicated that the lead exhibited t-wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic and ventricular noise was observed on stored electrograms. The noise was not reproducible. The patient would be monitored.